Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient involvement.